Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the vena cava filter was indicated prophylactically prior to gastric bypass surgery. Access was gained to the right femoral vein and the filter was deployed in the infrarenal ivc without incident. Pressure was held at the access site for hemostasis. The patient tolerated the procedure well. Approximately four months post filter deployment, the patient was scheduled for a filter retrieval procedure. Access was gained to the right internal jugular vein and a venacavagram demonstrated a tilted filter with the apex embedded in the ivc wall. No trapped thrombus was seen within the filter. Initial attempts to recover the filter using a recovery cone were unsuccessful. Subsequently balloon angioplasty of the ivc near the embedded filter apex was performed in attempts to dislodge the apex from the wall of the ivc. However, despite use of an 8 and 10 mm balloon, the apex of the filter could not be dislodged. Attempts were then made using a goose-neck snare without success. The decision was made to leave the filter in place. Pressure was applied to the access site for hemostasis. The patient tolerated the procedure well and there was no evidence of immediate complication. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. A vena cava filter was implanted in preparation for gastric bypass. Four months post filter deployment, during a scheduled retrieval, a venacavgram identified the filter to be tilted with the apex embedded in the ivc wall. Multiple attempts were made to remove the filter, however it could no be removed. Based on the medical records, the investigation is confirmed for a tilted filter and difficulties removing the filter. Per the medical records, the patient had the filter implanted prior to gastric bypass surgery. Per the instructions for use (IFU), "open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter." The IFU also states, "procedures or activities that lead to changes in intra-abdominal pressure could affect the integrity or stability of the filter." Therefore, it is possible the bariatric surgery affected the stability or positioning of the filter. The alleged removal difficulties were likely due to the angulation of the filter. However, the definitive root cause for the event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - filter tilt - filter malposition note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted precautions: - the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter. - procedures or activities that lead to changes in intra-abdominal pressure could affect the integrity or stability of the filter.

Event description:
Medical records were received and reviewed. Approximately four months post prophylactic vena cava filter deployment, during a filter retrieval procedure, the filter was found to be tilted. Despite multiple attempts using multiple devices, the filter was unable to be retrieved. Pressure was applied to the access site for hemostasis. The patient tolerated the procedure well and there was no evidence of immediate complication. No additional information surrounding this event was provided in the medical records received.

Manufacturer narrative:
H10: manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately four months post filter deployment, retrieval attempt was made. Access was gained to the right internal jugular vein and a venacavagram demonstrated a tilted filter with the apex embedded in the ivc wall. No trapped thrombus was seen within the filter. Initial attempts to recover the filter using a recovery cone were unsuccessful. Subsequently balloon angioplasty of the ivc near the embedded filter apex was performed in attempts to dislodge the apex from the wall of the ivc. However, despite use of an 8 and 10 mm balloon, the apex of the filter could not be dislodged. Attempts were then made using a goose-neck snare without success. The procedure was aborted. Therefore, the investigation is confirmed for filter tilt and retrieval difficulties. Per medical records, multiple attempts were made to engage the apex of the filter using snare and cone but were unsuccessful due to filter tilt. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: g4 h11: h6(method, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. Approximately four months post prophylactic vena cava filter deployment, during a filter retrieval procedure, the filter was found to be tilted. Despite multiple attempts using multiple devices, the filter was unable to be retrieved. Pressure was applied to the access site for hemostasis. The patient tolerated the procedure well and there was no evidence of immediate complication. The current status of the patient is unknown.